Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a sensor failure alarm occurred during the night. The staff prior had already connected to and zeroed the transducer. The fiber optic cable was disconnected and therapy was continued with an arterial line and blood pressure numbers. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).